Event description:
Reporting status: serious injury - surgical intervention; permanent damage. Reporting rationale: separated guide wire requiring surgical intervention. Device issue: guide wire separation. It was reported that the case involved a very calcified lesion in the circumflex and was very challenging. Another company's guide wire along with an xtra support guide wire were both down the vessel. The xtra support guide wire was in a prolapsed position during most of the procedure and when it was removed, the tip coils separated and remained in the pt. It is believed to be caused by the amount of calcium present; however, no resistance was felt upon removal. The pt required coronary artery bypass graft (CABG) surgery based on their overall condition, and the separated portion of the guide wire was removed at that time. The CABG was successful. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Guide wire separations can be due to manufacturing anomalies, handling, anatomy, disease state, and use technique. Fractures are most likely the result of exposure to excess forces applied while steering/positioning the guide wire. If the guide wire is prolapsed, or in a very tortuous vessel, the beating heart can intensify fatigue. The IFU states: carefully observe the instructions, failure to do so may result in vessel trauma, guide wire damage, tip separation, or stent damage. Do not push, auger, withdraw or torque a guide wire that meets resistance or becomes entrapped. Do not allow the tip of remain in a prolapsed condition. The failure is likely related to circumstances during the procedure and not a quality related issue.